Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was clicking three times and needed to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door need to be recovered. The customer had reported that door 2 had often failed, and once tested, the hardware had triple clicked and not recovered. A field service engineer (fse) had powered off the station and replaced the latch assembly. Door 8 had also failed, so the fse had powered off the station again, opened the latch panel, brushed the micro switches with copper to remove debris, and reseated the harness into the controller board to ensure proper connection. Once complete, the station had been powered on, the hardware had performed successfully, and the system had been rebooted. The hardware had then been tested via the application, and functionality had been verified. The system functioned as intended after the field service engineer repaired the device.